Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation. Product testing was performed and no defect found on returned meter. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-014: insufficient blood sample applied to strip (user). Note: manufacturer contacted customer in a follow-up call on 11-jun-2024 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern. Customer also stated that on (B)(6) 2024 she had been feeling sluggish and weak and so she had gone to the ER. Customer stated that 24 hours prior her metformin had been increased to 1000 mg. Customer's blood glucose test result when at the ER had been 103 mg/dl (fasting/non-fasting not disclosed). Customer did not receive any treatment when at the ER. Customer had been discharged the same day. Customer stated that her medication was decreased back to 500 mg.

Event description:
Consumer reported complaint for error message (e-2). At the time of the call, the customer felt well and did not report any symptoms; no medical attention associated with the use of the product was reported. During the call, a back-to-back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 09/20/2025 and test strips were opened about 3 weeks prior to the call.